Event description:
It was reported the patient received inappropriate shocks from the right ventricular (rv) lead due to t-wave oversensing. It was noted that the t-waves were very large at the time and that the physician did not think the patient was ischemic or that electrolytes were abnormal at the time. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.